Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was received for examination as a blind unit. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please create a new pc with the blind unit modality for these two devices: product code: 244000547, lot number: so2049232; product code: 244000549, lot number: so2051893. Context: they arrived with other devices of (B)(4) with discrepancies with the lot codes between the der and the physical devices. 3 follow-ups were done, and we had no response from sales rep.